Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in pacing threshold measurements so surgical intervention was performed to reposition the rv lead. Afterwards, the threshold measurements were within acceptable range. The rv lead remains implanted and in service. No additional adverse patient effects were reported.